Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or if the peritonitis was treated. The outcome of the event was not reported. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895763, gd895797, and gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A batch review of lot numbers gd895763, gd895797, and gd895953 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A batch review of lot numbers gd895763, gd895797, and gd895953 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.